Event description:
It was reported that this pacemaker was unable to be interrogated with a consult device and programmer. Which was suspected to be caused by this pacemaker reached a battery status of elective replacement indicator (eri). Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.